Event description:
Reporter called in response to receiving the er1 message. Reporter retested and rec'd a blood glucose result of 170 mg/dl. Reporter also compared to the color chart and recalled the similarity. Reporter has not been performing the control solution tests. Reviewed the importance of performing the control solution test.